Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold crease, and an extended opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician has reported " implant rupture and capsular contracture - baker grade IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., h.6.

Event description:
Physician has reported " implant rupture and capsular contracture - baker grade IV. Device has been explanted. This relates to the right side.